Manufacturer narrative:
H3/h6: the malleable suction was returned and analyzed. Analysis found that it was recognized when connected to a known good system but would not track. It displayed red status only. A check of the electromagnetic (em) interface showed that coil #2 was dead. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during an endoscopic sinus surgery (ess). It was reported that the suction was not recognized and could not be used even though it was plugged into the port. A new product was opened and then a surgery was performed using that new product. No patient impact was reported. A defect occurred, and the surgery was performed after opening a new product. There was no extension of the surgery time.